Event description:
Device report from synthes (B)(6) reports an event in(B)(6) as follows: a plate broke five weeks after surgery. Primary fixation of the ulna shaft fracture with 1/3 tubular plate art. No 441.361, with five 3,5 lcp screws and one 3,5 cortical screw. After three weeks of no weight bearing, the patient started to burden the hand and five weeks from the surgery, the plate broke. Due to this accident, the reoperation was performed in the same clinic as the primary operation. The law office sent to synthes (B)(6) a letter dated (B)(6) 2013 with request concerning explanation the reasons of plate breakage after the primary surgery. Involved articles include: 1x 413.020 / 2x 413.018 / 2x 413.016 / 1x 484.818. 31.07.13 the product was not received. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date of plate breaking is reported as 5 weeks after implant surgery. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.